Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an unresponsive button due to unlocked lcd connector. The insulin pump received with a cracked case on display window corner, minor scratches on lcd window, cracked reservoir tube lip and cracked belt clip slot.

Event description:
Customer reported via phone call that they have a keypad anomaly. The blood glucose reading is 150 mg/dl. The insulin pump will be replaced.